Event description:
A ventilator returned to a manufacturer service center was found to have an intermittent pressure relief valve during servicing of the device for an unrelated issue. When the customer arranged for servicing of the ventilator, they made no allegations related to the ventilator's pressure relief valve, or performance of the ventilator related to the pressure relief valve function. The customer also made no report of harm or injury related to the use of the ventilator, or communication of a safety concern relating its use. The issue identified at the manufacturer's service center was found during the service center evaluation procedure, which uses the plv-100 operational checks (reference section 5.0 of the plv-100 service manual, part # 1013706). It was characterized by ventilator intermittently relieving pressure 10-60 cmh2o above the pressure setting. Failure analysis determined the cause of the problem was the dump valve assembly. It was replaced and the ventilator was re-evaluated; all operational checks were successfully completed. To determine if further action was appropriate, a review of complaints for the product family was performed to determine if the issue identified was part of a trend. The review, including complaint reports recorded during the previous four year period ((B)(6) 2005 - (B)(6) 2009), did not reveal an increasing trend in complaint reports recording dump valve failures or failures of the device (family) to relieve pressure at the set pressure limit. A review of medical device reports was also completed. This review revealed no records of an adverse event being caused or contributed to by a dump valve malfunction. Based on these findings, the manufacturer concludes no further action is appropriate. The product problem in this MDR submission was identified during a retrospective review of complaint records performed by philips respironics. This retrospective review was undertaken in response to commitments made by (B)(4) to the FDA (agency), in response to observations made by the agency during their inspection of the (B)(4) between (B)(4), 2009. The commitments are described in the (B)(4).